Event description:
It was reported that the patient had a bad reaction to anesthesia that he received during pump implant. When the patient left the hospital, he was not aware of what he was doing and he walked from the hospital about 4 miles and walked into a stranger's home and went to the couch and went to sleep. The patient had police looking for him and it was his wife that found him. The patient had no recollection of these events. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The pump was used to infuse an unknown type of drug. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient did not have any concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).